Manufacturer narrative:
Additional information: b1, h3, h6 (type of investigation, investigation findings, investigation conclusions). Corrected information: h1, h6 (health effect - impact code). The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed for hahn tapered implant lot#6119818 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the stock product for hahn tapered implant lot#6119818 is not applicable for review since the issue is customer related. Investigation methods/results: customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause: "lack of primary stability" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." IFU-570 rev 3 (hahn tapered implant system IFU) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." Corrective action no corrective action is warranted at this time since the root cause was inconclusive. Based on the DHR review, there is no product deformity or non-conformity. There was no evidence found to indicate that the reported issue was caused by the device itself. Fmea review results in reviewing rpt-012609 rev 5.0 - (risk management report for hahn tapered implant system), the reported issue has already been identified under the "customer related" process aspect: · failure mode - lack of primary stability. · cause - over preparation of surgical site, low bone quality. · effects - implant will spin in place or be unstable. · severity - 3 (serious- device failure results in injury or impairment requiring professional medical intervention.) · occurrence - 3 (occasional- special cause events that happen infrequently, but with a larger number of devices or under a variety of circumstances.) · risk mitigation - follow surgical manual for correct drill and implant dimension. Implant is designed to engage bone material. Presence of adequate bone density must be verified by radiograph. CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
A healthcare professional reported that a hahn tapered implant lacked primary stability during implant placement on tooth #12. The implant was removed during the same surgical procedure with no report of observable clinical symptoms. A secondary implant was not placed after removal. The patient's bone quality is type iii and the patient's oral hygiene status is unknown.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause of the event has not been identified, but the probable cause could be over preparation of surgical site or low bone quality. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted.

Manufacturer narrative:
A5 in the initial report was reported as not hispanic/latino, however, this information was not provided. The device has been received and the investigation has been updated. The results are as follows: stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6119818 and found no additional product in stock. Investigation methods/results the device was returned but not in original package. The implant was verified to be a hahn tapered implant ø4.3 x 10 mm (70-1154-imp0010) using the radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause per the reported information, the patient has a history of diabetes. CAPA ca-00016 manufacturer reference: (B)(4).